Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that high lead impedance and over-sensing episodes of the right ventricular lead. No intervention was performed at the time. Physician decided to monitor the patient.

Event description:
New information noted that the lead exhibited noise and was capped and replaced on (B)(6) 2019. The patient was in stable condition.